Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, customer loaded a new cartridge to resolve the issue.